Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01153. It was reported via the (B)(6) agency that the patient's ((B)(6)) leads exhibited impedance issues and were fractured. Additional leads were implanted on (B)(6) 2016. Device information was requested by the manufacturer. Heal...